Manufacturer narrative:
Updated with results of investigation h6: code 213 - no device problem found, code 4315 - cause not established. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to endoleaks.

Event description:
The fsa reported: on (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the excluder® aaa endoprosthesis was explanted (B)(6) 2021. The device was explanted due to a persistent proximal type I endoleak with aneurysm growth (amount unknown) and aortic artery neck dilatation. The contralateral leg endoprostheses were left implanted and the new graft was sewn to them. The patient tolerated the procedure. Images were used to diagnose the adverse event on april 9, 2021. The modality and images are not available for review.